Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's stimulation turned up by itself. The patient noted that they had adaptive stimulation programming active and felt the uncomfortable stimulation in any position. The stimulation appeared to be set at 2.3 volts and that level of stimulation hurt them; stimulation should have been set at 0.80 for all positions. The patient wasn't sure how the stimulation level changed to 2.3. The patient was riding in a car and felt a sudden uncomfortable stimulation sensation up their back. They were on group b with adaptive stimulation active. When laying on their back stimulation was at 2.10 and was too high. It was reviewed that the patient needed to hold their position for 3 minutes before they checked the next position. The patient repeated the steps for laying on their right and left side and were able to change stimulation to 0.80. They confirmed they all held at 0.80 and noted that they weren't aware they had to hold the position for 3 minutes after it was set. The patient reported that they tried troubleshooting and would bring the voltage down to 0.0 but it would just shoot back up to 2.30 on its own. They also noted that when they came home from the hospital post-implant they were playing with the controller and turned stimulation up to 3.4 volts and their leg was jumping up and down on the bed. This was very irritating to their leg and they never turned their stimulation up that high again. No further complications reported.